Event description:
On (B)(6) 2013, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's onetouch ultra meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed the alleged meter inaccuracy began approximately a month prior to contacting lfs. The patient's relative reported that the patient obtained high blood glucose readings of "513 and 52 mg/dl" with the subject meter compared to a result of "30 mg/dl" obtained on an ems meter on the morning of (B)(6) 2013. The reporter confirmed the blood glucose tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30% and/or 30 mg/dl. The reporter denied that the patient developed any symptoms; however, stated the patient was treated with glucose tablets and/or glucose gel. It is not known what readings the patient was obtaining with the subject meter prior to the morning of (B)(6) 2013. The reporter claimed the patient managed his diabetes with a combination of medications; however, she did not know what medications he was taking. At the time of troubleshooting, the cca noted that the reporter did not have control solution available to test the subject meter. The subject meter and test strips were requested to be returned. This complaint is being reported because, the patient developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.